Event description:
It was reported via a medwatch report that during the porcedure the distal tip of the twist drill flex curved broke off and was embedded fully within the patient's glenoid. The piece was abandoned in the patient as it was was not in the joint space but was hidden below the articular surface. The physician decided to leave the piece in the patient to prevent further damage that could occur during the removal process. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. The piece was retained in the patient. It was noted that since the piece was not in the joint space, and was hidden below the articular surface, the physician decided to leave in the patient to prevent further damage that could occur during the removal process. No further clinical assessment is warranted at this time. (B)(4).